Manufacturer narrative:
Additional information: manufacturer's investigation conclusions: the report of low flow alarms and an inability to restart the pump was confirmed during the evaluation of the device. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. The surfaces of the rotor, rotor well, and pump cover showed scratches and score marks that appeared consistent with the rotor becoming unstable during operation. These findings are consistent with the log file data retrieved from the pump, which showed rotor instability events as well as the pump temperature increasing to 106c over a period of approximately 29 minutes. The pump was connected to a mock circulatory loop test fixture but would not start. The motor housing was subsequently machined open and forwarded to the zurich facility for additional inspection and testing. The motor investigation found there was a sudden malfunction with one of the motor bearing phases resulting in the rotor becoming unstable. The pump rotor lost levitation due to the event. Subsequent to that, there was permanent damage to the pump hardware that likely occurred due to the sustained high power state. This prevented the motor from restarting later when the controller was exchanged. The mechanism for the permanent damage to the pump hardware subsequent to a rotor instability event was reproduced during testing. However, the specific cause of the initial malfunction cannot be determined. The pump was functioning normally up to the initial malfunction. A corrective action has been opened to further investigation hm3 rotor instability. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was advised to come to the hospital due to a low flow alarm. When the system controller was connected to the power module and system monitor, the system monitor showed zero estimated pump flow and zero pump speed. The hospital team tried to restart the system without success. An exchange of the modular cable and system controller also did not solve the problem. After the system controller exchange, the healthcare professionals pushed the pump start button several times, but the rpm stayed at 0. The only reaction was a power increase from 1.2w to 1.8w. Active alarms stayed the same like in the primary system controller. A CT scan confirmed that there was no flow over the hm3 system. The lvad was exchanged. The log file of the primary system controller showed intermittent com a and com b faults. The fuses in both the primary and backup system controllers were ok. No further information was provided. A final report will be submitted when the manufacturer¿s investigation is completed.